Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text: not returned to the manufacturer.

Event description:
It was reported through stryker facebook page: "had knee surgery last year still suffering. Painful and will never recover from it."